Event description:
On (B)(6) 2011, leica microsystems received info from an independent mfg rep that they had been contacted by a customer who reported three pt burns while using a leica f40 m525 microscope. F/u with customer (B)(6) 2011: pt 1 - procedure (B)(6) 2011; no serious injury, blister on palm "popped" in office and bandaged. Pt 2 - procedure (B)(6) 2011; extensive procedure to remove joint from toe and add to hand which lasted from 8:30 am to 12:52 pm (no indication of how long hand portion of procedure lasted). Pt had a burn described as "full thickness, black skin which could have been a burn" that became infected. Ms (B)(6) communicated that the pt was returned to surgery on (B)(6) 2011 to address an infection that was diagnosed on the hand at the burn location. Drs' descriptive words were "thermal burn". Ms (B)(6) communicated that chloraprep was used on the pt before the procedure. The working distance or the light intensity (green or yellow range) were not recorded during the procedure. Pt 3 - procedure (B)(6); no serious injury, partial thickness burn, blister 15 mm, described as "not a burn", not popped no further action taken.

Manufacturer narrative:
Exemption number (B)(4). Leica microsystems (B)(4) (the MFR) is submitting the report on behalf of leica microsystems, (B)(4) (the importer - establishment registration #(B)(4)). Further investigation is currently being conducted by the MFR. Results will be provided upon availability.